Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: no defect was found. Several time/date resets after por¿s leading to delivery interruptions observed in the black box. Pump was running on default time/date since (B)(6) 2015 04:57 until end of use. No alarm occurred during 24hr duration testing. Unable to duplicate the complaint. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had required emergency room treatment for a blood glucose of 350 mg/dl with large ketones. The reporter was unable to troubleshoot. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be eliminated as a cause/contributor.